Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a single low out of range shock impedance measurement of zero. Review of shock impedance trend revealed measurements were stable in the 40 ohm range. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi) and troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The patient was scheduled for device interrogation and will continue routine follow-up appointments. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.